Manufacturer narrative:
Update to d4: UDI added. Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and middle positive standards (100 miu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate that the urine sample may have been dilute, with a specific gravity of 1.005. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This cannot be ruled out as the cause of the reported issue. Complaints are tracked and tended on a monthly basis.

Manufacturer narrative:
Customer to monitor - troubleshooting provided results pending investigation.

Event description:
(B)(6) 2021: patient presented into labor and delivery for an unknown procedure. Patient urine sample was tested on the cardinal health hcg urine cassette kit and a negative result was obtained. Confirmatory serum quant provided a positive result of 390 miu/ml. Limited information was provided. Customer unable to provide information regarding type of procedure to be performed or if it was delayed/cancelled. No adverse patient outcomes were reported. Although further information was requested, no further information was able to be provided.